Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose was 450 mg/dl at the time of incident. Customer was treated with manual injection for high blood glucose level. The customer was assisted with troubleshooting. Customer stated that the drive support cap appears to be normal. Customer contacted her healthcare professional but was not admitted to the hospital due to high blood glucose event. Customer was advised to discontinue use of the pump and to revert to back up plan. The insulin pump will be returned for analysis.